Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Manufacturer narrative:
One retainer tube was returned was returned. The iab catheter was not returned. The retainer tube was evaluated and found to be within dimensional spec.

Event description:
The customer reported that the scrub tech went to place a mega 40cc iab into the pt and the plastic piece (retainer) that was inside the blue t-handle, stayed on the balloon. The pt experienced an acute mi in cath lab. The balloon was removed from blue "t-handle" protector in the box and attempted to be inserted to the right femoral artery. After failure to insert the balloon was inspected and found to have a small, clear plastic piece (retainer and about 4 inches), covering the tip/end of the balloon. The plastic piece was firmly attached and removed by the scrub tech at the time. However, the attempt to insert the balloon with the plastic piece may have caused the dissection that was then diagnosed in the right iliac artery. The cardiologist inserted a new balloon into the left femoral artery without incident. The pt rec'd a vascular consult, but no treatment. The intra aortic balloon pump support was discontinued after 28 hours and the pt continued to improve.